Event description:
Additional information received reported that there was lead migration with chest wall stimulation. The manufacturing representative tried different reprogramming modes with no avail. As a result, the neurostimulator was turned off. The cause of the event was not determined but was device related. It was noted that the patient ¿recovered without permanent impairment.¿

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 550-29, lot# n238741, implanted: (B)(6) 2010, product type: accessory. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37092, lot# 268730001, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient was having a problem with her implant. It kept shocking her and it made her sicker than a dog even though she completely turned it off. The patient felt the shocking sensation "down there in her stump, where she had her leg amputated." The patient stated that it was hurting so bad it was making her sick. It was noted that the problems started about a year prior to the report and had been intermittent but it started to shock her again non-stop since the night prior to the report. The patient noted that the shocking problems started suddenly. The patient had surgery on her rotator cuff on (B)(6) 2014 and noted that the shocking had gotten worse since the surgery. The patient had asked about getting it removed and when they performed an x-ray, it was noted that the area around the spinal cord stimulation (scs) was "cloudy." It was unknown when the patient had the x-ray. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 268730001, product type: external antenna. Product ID: 3550-29, lot# n238741, implanted: (B)(6) 2010, explanted: na, product type: plug/boot. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation in both of their legs. There was no known accident or incident related to the event. The patient was able to turn the stimulation off, but could still feel a tingling sensation in both legs; however, it was less intense than before. The patient noted they were implanted for phantom limb pain and usually only feels stimulation in the residual limb. Additional information was requested but was not available at the time of this report.